Manufacturer narrative:
At this time, the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and upgraded the software to (B)(4) according to the service manual. Performed a quick check, photonic o2 (oxygen) calibration, verification and all passed. However, logfile shows that the trend data folder missing. Nothing suspicious visible in the logs. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us having heated high flow nasal cannula stopped blowing while on hfot mode on a patient, no alarms appear. Furthermore, the customer confirmed that the ventilator is still ventilating while the screen went blank. The patient was transferred to a different bellavista unit but no patient harm associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and repaired the unit. Vyaire medical determined was unable to establish root cause due to the reported issue is no longer reproducible.